Event description:
It was reported that the patients ipg was not keeping a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date the manufacturer was made aware.